Manufacturer narrative:
(B)(4).

Event description:
It was reported after the catheter is placed, the clamps that come attached with the cvc's are breaking or coming apart. It was reported a lot of times a new line is placed because the clamp is damaged. Additional information was requested but not available at the time of this report.

Event description:
It was reported after the catheter is placed, the clamps that come attached with the cvc's are breaking or coming apart. It was reported a lot of times a new line is placed because the clamp is damaged. Additional information was requested but not available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a part number was not provided by the customer and potential batches could not be identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.